Event description:
The suspect meter exhibited varitation in test results when compared to the lab. The following results were reported: inratio = 2.7, lab = 2.2 customer shall perform additional testing. Further up required.